Event description:
It was reported that the patient presented to the emergency room with palpitations and discomforting extra-cardiac stimulation. It was discovered that the device was in backup mode. Firmware corruption was suspected. Interrogation was attempted via radio frequency and induction, but neither were successful. During explant procedure, the device suddenly stopped pacing. The device was removed and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of unexpected mode switch, failure to interrogate, and no pacing were confirmed. The reported events of computer operating system problem, and therapy delivered to incorrect body area were not confirmed. The device had no output and no telemetry upon receipt. Device image could not be saved due to loss of telemetry. After cutting-open, and connecting the device to a power source, high drain current was observed and isolated to an integrated circuit (ic) which drained the battery. Longevity assessment was performed, and the device did not meet projected longevity indicating premature depletion.